Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. The top portion of the screw was returned for review. The complaint was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that when patient was in the annual routine hygienic visit, it was discovered by the dentist that the prosthesis screw was fractured. The abutment screw was placed on (B)(6) 2016. The bottom part of the screw fall on the floor in the dental office, and it was impossible to find.